Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged tunneling was related to v.a.c. Therapy system. Device labeling, available in print and online, states: dressing changes wounds being treated with the v.a.c. Therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c. Dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Ensuring dressing integrity it is recommended that a clinician or patient (in the home) visually check the dressing every two hours to ensure that the foam is firm and collapsed in the wound bed while therapy is active if not: -identify air leaks by listening with a stethoscope or moving your hand around the edges of the dressing while applying light pressure. -if a leak source is identified, patch with additional drape to ensure seal integrity. -caution: use as few layers of drape as possible. Multiple layers of the v.a.c. Drape may decrease the moisture vapor transmission rate, which may increase the risk of maceration, especially in small wounds, lower extremities or load-bearing areas. Maintaining a seal. -for delicate periwound tissue or in areas that are difficult to dress, apply protective skin preparation and frame the wound with transparent film or hydrocolloid dressing or other appropriate barrier. -position the dressing tubing on flat surfaces and away from the perineal area, bony prominences or pressure areas.

Event description:
On (B)(6) 2017, the following information was reported to kci by the rehabilitation facility nurse: the nurse stated she is having difficulty placing the drape and requested assistance with dressing a chest wound with a tunnel. On jan 19 2017, the following information was reported to kci by the rehabilitation facility nurse: the nurse stated that the tunneling reported on (B)(6) 2017 was not pre-existing as far as she was aware. The patient was initially placed on v.a.c. Therapy on (B)(6) 2017, after wound debridement was done by the physician. There was no tunneling seen at that time although the patient was sitting in a chair at that time (which may have inhibited visibility of the tunnel). On (B)(6) 2017, when another dressing change was completed the patient was in bed and was lying completely flat. The tunnel was noted and drainage was observed pooling in the tunneling area. The patient was discontinued from v.a.c. Therapy on (B)(6) 2017. The patient was seen by the physician on (B)(6) 2017 and was admitted to the hospital for further evaluation of the wound. The patient has not returned to their facility for further wound management. On feb 08 2017, the following information was reported to kci by the rehabilitation facility nurse: the nurse stated the patient's physician office was called and the staff confirmed that the hospital admission was not related to or caused by v.a.c. Therapy. It was related to the patient's pre-existing comorbidities, but the physician's staff was not able to give any further information regarding the newly noted tunnel. On feb 9 2017, the following information was reported to kci by the physician's nurse: the patient was in the rehabilitation facility for wound management. The patient was seen in the physician's office on (B)(6) 2017 and it was decided to admit the patient to the hospital for further wound management because the rehabilitation facility was having difficulty providing adequate wound care management. The physician noted there was tunneling in the wound at the time of clinic visit, but there was no information as to what may have caused or contributed to the occurrence of the tunnel. The patient is currently still in the hospital on v.a.c. Therapy for wound management and they are unable to provide further information at this time. A manufacturing records review for v.a.c. Granufoam lot no. 2970892 indicates all end release testing of the product and packaging met specifications. On dec 07 2016, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On feb 01 2017, the device was tested per qc procedures by kci quality engineering, and the unit passed the qc checks and met specifications. No alarm conditions or operational malfunctions were experienced. Inspection and testing of the device did not reveal any evidence to confirm the customer complaint.

Manufacturer narrative:
In adverse event or product problem, the following information was reported: on dec 07 2016, the device was tested per quality control (qc) procedure by kci field service... Correction: on jan 10 2017, the device was tested per quality control (qc) procedure by kci field service...